Event description:
It was reported that approximately 7 months post-implant of a bifurcated device, and a suprarenal aortic extension, a follow up computed tomography scan revealed a type iii endoleak between the aortic extension and bifurcated device. The patient was treated with an additional aortic extension, which successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned to manufacturer.

Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. However, procedural images and medical records were provided and were reviewed by medical director. Based on review of the report, the procedural images confirm a significant endoleak and suggest devices used may have been undersized in the index procedure. There was no indication of any problems with the endologix device. Review of lot records, work orders, and prior reports no issues with the lot were noted. Based upon the investigation findings, the root cause of the reported endoleak could not be conclusively determined, however, under-sizing between selected devices is a possible contributor. Endoleaks are a known risk of the procedure, as identified in the product labeling.